Event description:
On saturday, (B)(6) 2013, at 10:10 am, pt/ resident #(B)(6), residing at the (B)(6) medical care facility, was seriously injured during a transfer utilizing the ez way smart lift (serial #(B)(4)). It is alleged that the sling loop slipped off from the sling hanger during the transfer from his bed to his wheelchair which caused him to tip out of the sling hanger during the transfer from his bed to his wheelchair which caused him to tip out of the sling and fall. The pt/resident was sent to the emergency room at 10:30 am for evaluation and returned to the medical care facility at approximately 1:00 pm. The pt/resident expired on monday, (B)(6) 2013, at 6:35 am, approximately 44 hours later.